Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Follow-up information was provided by the biomedical technician at the user facility who reported that the unit was removed from service following the event and was pending a software upgrade. Additionally, the biomed replaced the air separator as a precautionary measure. It is not currently known if the unit has been returned to service at the user facility. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The reported event of saline bag backfilled during recirculation was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA.

Event description:
A hemodialysis user facility's biomedical technician reported an event of a saline bag back-filled during recirculation. There was no patient connected to the machine at the time of the incident. Therefore, there was no adverse patient effects or impact to treatment. The unit was pulled from service following the event. The biomedical technician replaced the air separator as a precaution, and indicated that the system will remain out of service pending a software upgrade. Although requested, no further information related to the unit's service activities has been made available.